Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and the reported complaint could not be duplicated. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during boot-up, the unit had a system malfunction. There was no report of patient involvement.